Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging as stimulation would no longer last as long. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively, and the explanted device was discarded.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging as stimulation would no longer last as long. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded.